Event description:
The reporter called and alleged a discrepant result when compared to a lab. The device results reported were 7.7, >8 and 7.6 inr. The corresponding lab results reported were 3.9, 4.2 and 3.7 inr. The device was replaced and requested to be returned for eval.